Event description:
The user reported the pump dispensed insulin from the cartridge during the rewind step. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. Evaluation revealed the force sensor flex pins were broken off the flex connector.